Event description:
The customer reports that false negative architect total b-hcg assay results were generated on two different patients' samples tested on an architect i2000sr analyzer: patient 1: the patient had purchased an over the counter pregnancy test at a pharmacy, which generated a positive result. The following day, a sample tested with the architect total b-hcg assay generated a negative result. The patient went to another laboratory and a new sample was tested there by a chemiluminescent methodology (not provided) that generated a positive result. Patient 2: on (B)(6) 2014, this patient had generated a positive result on the architect platform. On (B)(6) 2014, another sample tested negative on the architect platform. A new sample taken and tested on (B)(6) 2014 generated a positive result. There was no adverse impact to either patient reported. Controls were within specifications on all runs. A service call was initiated.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
There were no returns from the customer site for this evaluation. An abbott field service engineer (fse) visited the customer site and inspected the analyzer. The fse reviewed the instrument error logs and found numerous aspiration error for the r1 probe (reagents). The customer stated that the probe was replaced because it was clogged. The fse performed a pressure monitoring test for all the probes on the analyzer and all results met specifications. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect total b-hcg assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.